Event description:
It was reported that during an ablation procedure using blazer open irrigated catheter to treat supraventricular tachycardia they encountered issues with the inaccurate temperature sensing during ablation. They continued to use the equipment and the procedure was completed with the original device. There were no patient complications and no error messages presented during the procedure. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.